Event description:
On (B)(4) 2012, customer reported that blood was leaking (approx 5-7 cc) through the needle cartridge of the lh500 analytical station. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) guided the customer through the troubleshooting process. It was discovered that pinch valve 21 was broken and did not allow the needle bellows to drain. Customer was able to resolve the issue and no further issues have been reported.

Manufacturer narrative:
(B)(4).